Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that the battery indicator of this pacemaker displayed different longevity estimation at a magnet rate of 90 paces per minute (ppm). It was noted that the patient has high outputs but not pacing dependent. Additional information was received from a boston scientific technical services (ts) representative stating that based from the magnet rate; this device had an estimated remaining longevity of less than 1 year. Subsequent information was received stating that longevity calculation showed device was nearing elective replacement indicator (eri). Ts advised to evaluate the ventricular output settings as this may increase longevity. It was then recommended to intensify follow up so not to miss the eri. No adverse patient effects were reported.